Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2019 for possible gastrointestinal bleed after a drop in hemoglobin over the previous 6 days. Per the account, the patient was symptomatic with melena. A gastrointestinal bleed was not found upon examination. The patient received 1 unit of packed red blood cells in a 24 hour period. The patient was discharged to home in a hemodynamically stable condition. The patient was prescribed anticoagulant aspirin at the time of the event.

Event description:
Additional information received: it was reported an esophagogastroduodenoscopy (egd) was performed and did not reveal any evidence of gastrointestinal bleeding. Fresh blood was reportedly found pooled at the oropharynx, which was suspicious for an oropharyngeal source of bleeding. However, ear nose and throat (ent) hospital personnel scoped the patient and the nasopharynx/hypopharynx/glottic region reportedly appeared pristine without any blood pooling. It was reported that a capsule endoscopy was performed and negative for any findings. The account elected not to perform a colonoscopy at that time as there was no evidence of active bleeding. The patient reportedly received a few days of octreotide, which was ultimately discontinued after all examinations were found to be negative for active bleeding. The patient's aspirin therapy was discontinued. The patient received intravenous iron. The patient was transfused with 3 units of packed red blood cells in total throughout the admission. The event reportedly resolved on (B)(6) 2019 and the patient was discharged home in hemodynamically stable condition.

Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.